Manufacturer narrative:
E1: (B)(6) clinic. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know what the foreign material adhered to the endoscope was. There was no delay in the start of precleaning. The customer was unable to provide additional details regarding reprocessing steps. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not specify the cause of the foreign material remained in the device since it was unknown if the reprocessing was conducted in accordance with the instructions for use (IFU). The IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. The IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. In addition, the following non-reportable malfunctions were found during the device evaluation: water tightness was lost due to damages; various components were scratched, cracked or discolored; connectors had corrosion; wear of angle wire; and due to adhesive peeling around objective lens, streak of flare appears in the image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the water delivery was defective. The issue was found during preparation for use. The intended diagnostic procedure was completed with a similar device. There were no reports of patient harm or user injury. The device was returned for evaluation and olympus found foreign material inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.